Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device was then removed and interacted with the guiding catheter causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, non-tortuous right coronary artery. Pre-dilatation was performed with a 2.5 x 15mm non-abbott balloon dilatation catheter. While a 3.0 x 23mm xience alpine stent delivery system (sds) was being advanced, resistance was met with the anatomy. Multiple attempts were made to advance, but failed. Therefore, it was decided that the xience alpine sds be removed. During removal of the sds, resistance was met with the guiding catheter (gc). The physician decided to remove the sds and gc as a single unit, and while removal, the stent dislodged in the superficial femoral artery. A snare device was used to successfully retrieve the stent. Another 3.0 x 23mm xience alpine was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.